Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was disabled in mql (myqlink) because the site was discontinued. The technical support specialist (tss) reviewed mql and found that the cabinet was not marked as enabled, which was identified as the cause of the password field being grayed out. Additionally, pse (product support engineer) confirmed that the cabinet was destocked in june 2024 and that the lmi had been deleted. The tss restarted asp sync and confirmed that no pending records remained; however, the cabinet was still not accessible via rss (remote support service). While at the pharmacy, the tss informed user of the steps required to restore the cabinet and bring it back online. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini, password field was greyed out when user tried to login. There were no adverse events or injuries reported based on this event.